Event description:
It was reported that patient presented for routine generator change procedure. Upon interrogation, it was found that patient's atrial lead exhibited high, out of range pacing impedance. No intervention was done. The patient was stable.